Event description:
The customer reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2021. The customer reported she performed the self-test herself and obtained a negative result. No repeat testing was performed. The customer reported that the operator performed the pcr confirmation testing at the same time and she received a positive result . The customer said that the patient is symptom free and is doing fine. No treatment was required by the patient and is in quarantine at home.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information : d4, h4 correction : d5 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147209 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lot 147209 and test base part number 195-430h / lot 141375a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147209 showed that the complaint rate is (B)(4).. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.please see corrected fields: c, d2, d3, g4, g6 and h2.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial and supplimental. Removing the "device bla" from g4 and correcting the "PMA/510(k)" number.please see corrected fields: c, g4, g6 and h2.